Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, diopter 17.5 se/3.5, but it became stuck in the cartridge. There was no pt contact or injury. The surgical technician indicated that the wrong type of cartridge, an sfc-25 fp, was used but the lot number was not provided by the facility. The model and lot number of the injector used was not provided by the facility.